Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of spontaneously tuned off is confirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The scanner shuts down prematurely when ac power is removed. However, the scanner did not shut down when ac is present. The root cause of the reported issue is an internal li-ion battery failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It has spontaneously tuned off 3 times today. (Twice while unplugged, once while plugged in) this file is the first of three events reported.